Event description:
It was reported while using the bd vacutainer® urine transfer straw that the collection needle and straw component were separating from the cup. There was no health impact or consequence reported.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for separation of the holder, straw, and needle assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: this product does not have an expiration date. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® urine transfer straw that the collection needle and straw component were separating from the cup. There was no health impact or consequence reported.